Manufacturer narrative:
(B) (4).

Event description:
Impedances were measured at 4,000 ohms about three weeks prior "between poles 4 and 5". The pt felt weak stimulation and it was not the same as in the trial. It was decided to replace the extension. During replacement, blood was observed inside the connector of the ins. Following extension replacement "it was now fine" and the pt had good stimulation, similar to that felt in the trial.